Event description:
Customer reportedly, received results of "something like' 300 mg/dl and 75 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.